Event description:
During initial implant procedure, it was not possible for the hex wrench to engage the set screw in the header of the device. A new device was selected and implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.